Event description:
This is a verbatim report as received by valeant from sanofi-aventis: case number (B)(4) is initial spontaneous report received from a pt to the valeant medical. Information call center via phone on (B)(6) 2013. This report refers to a (B)(6) female pt. The pt's medical history included high blood platelets. The pt's concomitant medications included aspirin (reported as taken for around 15 years), estrogen, krill oil, multivitamins and hydroxyurea. On an unknown date in (B)(6) 2012, the pt received injections of sculptra asthetic for an unreported indication. No adverse events were reported at the time. On (B)(6) 2012, the pt took hydroxyurea 500 mg for an unknown indication and the treatment was reported as ongoing. On (B)(6) 2013, the pt received a series of treatments with sculptra asthetic via an injection for wrinkles. The batch number used was not reported. The pt reported that whilst she was receiving the treatment, she "nearly jumped out of her chair" when the needle was inserted along her left cheek bone. It was reported that the physician believed that she might have "hit a blood vessel" during the injection. On the same day of receiving the injections, the pt developed swelling, bruising, and pain on both sides of the face. The left side was significantly worse than the right side. The pt stated that the pain from her left ear down her jaw line was so severe that it was very painful to chew. It was also reported that the area just under her left cheek bone was firm to the touch and was "drooping." The outcome of the events was reported as an unchanged. The causality of the events were not provided. No further information was available at the time of reporting. A product complaint was also filed. Please refer to case (B)(4). For reference purposes only, this case has also been assigned the following tracking number: (B)(4) ((B)(4) on behalf of valeant).

Manufacturer narrative:
Pharmacovigilance comment: the events swelling, bruising and pain assessed as serious, expected and possibly related. The event facial droop assessed as serious, unexpected and possibly related. The event drug administration error assessed as serious, unexpected and not related.